Event description:
During the procedure implanting the excluder bifurcated endoprosthesis devices, blood loss in excess of 1 liter occurred, because the introducer sheath had migrated out of the access vessel. The pt received a blood transfusion. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the gore devices used in this case.